Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation and a functional test was performed, the implant had signs of use with bone debris on the external threads. The implant engaged and disengaged with an in-house driver as intended. DHR review was completed for the subject lot number 2023010350. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023010350 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was likely customer error, however, definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, device malfunction did not occur. The implant engaged and disengaged with in-house driver. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided a4: weight unknown / not provided customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the embedded driver did not fit into the implant at tooth site #13 with the implant being the device reported by the doctor to be malfunctioning. The procedure was completed using a different implant.